Event description:
I had a sinus infection; I was told to lay my head back in the car. She put the swab in what felt like way too far. The pain was excruciating. I pulled it out and was told this is how it's done. She wouldn't let me do it myself. She had to do it. Then she pulled it out again when I yelled, then told me it has to be there at least 20 seconds as she swirled what felt like the back of my brain. She also did the other side the same way. I feel this is cruel and unusual punishment for becoming ill. FDA safety report ID# (B)(4).